Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The 90% stenosed target lesion was located in a severely tortuous, and moderately calcified artery. During a percutaneous coronary intervention (pci), after a guidewire was inserted, the physician delivered a scoring balloon. However, it was unable to cross the lesion. Therefore, a 145, 5-in-6 guidezilla¿ extension guide catheter was selected and advanced towards the lesion. The physician then delivered the scoring balloon, however, it got caught on the exit port of the guidezilla¿. The guidezilla¿ was removed, afterwards, it was noted that the exit port of the guidezilla¿ was almost broken. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.